Event description:
The customer reported that the system displayed image quality problems. The image was too white. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep adjusted the p41 camera potentiometer. The system operates as intended.